Event description:
Four month old infant presented with peritonities and sepsis. Concurrently enterally fed for several days via feeding tube placed into the small bowel. Intestinal perforation was discovered and surgically repaired. The weighted tip was at the fourth portion of the duodenum and the perforation was at the duodenojejunal junction. Infant recovered fully and was subsequently discharged.